Event description:
I use clear care to clean my contact lens, I put my contacts lens in my eye and I thought I just lost my eyesight it burned so bad. It is still hurting and stressing me out. There should be a huge warning on the label stating that it should not be use on contacts right before putting contacts in eyes. Is there some kind of lawsuit we can start to stop this. This is very dangerous. The lens were dry when I removed them from the cleaning case and I put a drop on so they could be a little moist, was that a mistake being that the solution look like every other bottle out there and basically say the same thing, must user think it ok to put in eye. There should be a huge warning on label of how to use this product. I would have never brought this product if I would have known this is only how we can use it, it is very deceiving to get people to buy the product. I know if people really know how this product could burn their eyes so bad they would not buy it. Medication administered to or used by the patient: no. Patient counseling provided: unknown. (B)(6), access number (B)(4).